Event description:
Mother called, reporting that father and son are at a scouting event. While out on a river boating, the pump began alarming with a replace battery alarm. The battery was replaced, and since, the pump does power on, but the buttons on the keypad do not respond when pressed. Contacted father, confirming that moisture was present in the battery compartment and is still noticeable to the display screen. Father confirmed all 2 keypad buttons were unresponsive. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed moisture in the battery compartment. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.